Event description:
It was reported that the lead was overseing the twaves and inappropriate therapy was delievered. The lead remains in use. No further complications have been reported as a resulot of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.